Event description:
I was diagnosed with fungal keratitis. I was diagnosed following a corneal scraping on 11/21/2005. Fortunately my ophthalmologist diagnosed it quickly so I rec'd treatment and the damage to my cornea is outside my field of vision. I am a contact lense wearer and I was using renu with moistureloc at the time.